Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unknown location was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of four of peritoneal dialysis therapy. During troubleshooting, it was determined that there was a leak from an unspecified location during use of a homechoice cassette which led to the alarm. The leak was further described as "heater bag was wet". Renal therapy services (rts) had the patient cycle the power off and on to clear the alarm and remove the supplies. Rts advised the patient to use manual supplies or start over with new supplies to complete therapy. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.